Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: patient underwent following procedures: l5-s1 anterior lumbar interbody fusion. L4-5 anterior lumbar interbody fusion. L5-s1 anterior instrumentation. Placement of intervertebral prosthesis at l5-s1. Harvest of local morselized bone graft through the same incision at l5 and s1 posterior facet fusion at l4-5. Posterior facet fusion at l5-s1. Placement of segmental fixation (facet screws at l4-5-s1). As per op note¿ the bone graft that has been harvested from the sacrum was mixed with 60 cc of cancellous chips and a small package of rhbmp-2. A portion of that graft material was then packed into the outer corners of the l5-s1 disk. After this, approximately twice as much bone graft material was packed into the l4-5 disk space as it had been placed at l5-s1. The length of l5-s1 distance was measured into a 60 mm implant was chosen¿¿. Post-op, on (B)(6) 2008, patient underwent revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.